Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. There were no samples or images available for review. Without the sample to review, a definite root cause and corrective action cannot be established with confidence. Since the alleged complaint could not be confirmed, no corrective action will be taken at this time. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
PICC broke near the insertion site, leaving the remainder of the catheter in the insert after it was removed.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter inside the sleeve was returned for evaluation. There were no signs of use. The catheter was examined, measured, and no breakage issues were noted with the catheter or the silicone extension set. Therefore, this complaint cannot be confirmed based on the returned sample. A definite root cause for the breakage issue cannot be established with confidence.